Event description:
It was reported that the site's handheld computer was constantly freezing. Reseating the flashcard resolved the issue, but as this had to be done several times a week, the site requested a replacement. Product has been requested, but has not been returned to manufacturer to date.